Manufacturer narrative:
(B)(4). Concomitant medical products: revitan, proximal part, cylindrical, uncemented, 95, taper 12/14; catalog# 0100402095; lot# 2574851. Foreign: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that: the patient was experiencing immobilizing pain with implant fracture. The patient did not remember any trauma. The broken prosthesis was no longer loadable so that a complex revision surgery was necessary with explantation of the revision stem and re-implantation of a reef stem.

Event description:
It was reported that the patient was experiencing immobilizing pain with implant fracture 11-year post implantation. The patient did not remember any trauma. The broken prosthesis was no longer loadable so that a complex revision surgery was necessary with explantation of the revision stem and re-implantation of a reef stem. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. D10- medical products; revitanâ®, proximal part, cylindrical, uncemented, 95, taper 12/14 , item# 0100402095 , lot# 2574851. Unknown liner unknown head revitanâ®, rasp, distal, curved, 20/200 , item# 0100409625, lot# unknown. The fractured revitan stem was delivered with the ceramic head and liner still mounted on the stem taper. The proximal component exhibits no bone ongrowth. Several scratches, nicks and polished areas can be seen. On the stem neck, marks in the form of brownish spots from an electrocautery tool can be seen. Patterns of fine horizontal polished stripes are visible on the medial side, which most likely derived from micromotions against bone. The distal component shows damage consisting of scratches and dents most likely deriving from the revision surgery. Further, there is a drill hole used to retrieve the stem during revision surgery. Bone attachments are visible on the anchorage surface. The connection pin of the distal revitan stem is broken in the non-blasted area. The fracture surfaces show a fatigue fracture starting from the lateral side. Both fracture surfaces are partially polished. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.